Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of a t-flex aspheric 623t iol. The event description provided to rayner is as follows "surgery was done od on (B)(6) 2014 and was uncomplicated with the lens in the bag at 140 degrees. Post op refraction was +1.00ds/-2.00dc at 175 degrees with unaided vision of 6/12 and corrects to 6/6. The patient was very happy with this. This scrip was maintained at 2 weeks follow up. However, 1 month later the patient reported sudden blurring of vision in the right eye. Refraction was +2.00ds/-4.00dc at 20 degrees. Unaided va was 6/36 and aided was 6/6. On dilation the lens was found to have rotated to 170 degrees. For further information please refer to rayner intraocular lenses limited's MDR 9611165-2014-00076.

Manufacturer narrative:
The healthcare professional in their correspondence with the distributor stated that they felt that their could be a problem with the lens haptic. If the haptic was damaged or detached from the optic body during the initial implantation procedure the lens would not be rotationally stable within the eye. Our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from ths batch were within tolerance, met specification criteria and were without defects.